Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector p14 leaked from the expansion chamber during use. The following information was provided by the client: "phaseal protector p14 leaked from the expansion chamber, 3rd incident with this item, same lot no. Exposure to live virus (bcg)."

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2109117, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed to ensure the quality of the membrane. Testing was reviewed for lot 2109117, all results were found to be within specification. Five retained samples of the same lot were used for additional evaluation. Functional testing was performed, connecting the protector sample to both a vial, injector, and syringe per the instructions for use provided with the product. In all cases, liquid could be drawn from the vial without issue and no leakages were observed. Based on our quality team's investigation and the provided information, it appears the reported incident was related to improper connection of the protector onto the vial. The protector must be attached completely vertical to the vial.

Event description:
It was reported that the bd phaseal¿ protector p14 leaked from the expansion chamber during use. The following information was provided by the client: "phaseal protector p14 leaked from the expansion chamber, 3rd incident with this item, same lot no. Exposure to live virus (bcg)"